Event description:
Additional information received indicated that there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump failed the upstream occlusion test. There was no reported injury to the patient.